Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent of an 8mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system could not be deployed despite correct rinsing. The device was able to be brought to into position at the level of the stenosis, but it could not be deployed. An image of the device was received which shows that the stent is partially deployed. The device was able to be removed without issue and a new 8mm x 40mm precise pro rx ses delivery system was used to perform the intervention without complication. There were no reported injuries to the patient. This was during a procedure to treat an aci stenosis which had severe calcification. Additional details were requested but were unknown. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed the following conditions. The device exhibited a partial stent deployment. The hemostasis valve was disassembled, with the plastic nut detached. Two severe twists were observed at approximately 4.5 cm and 12 cm from the proximal end, compromising the deployment mechanism. No other significant details were noted. Dimensional analysis was not performed due to the severe twists affecting the usable length, preventing proper measurement. Because of the severe damage, a functional analysis to determine if the stent could be deployed as expected was not possible. However, several cuts were made to check if the inner shaft could run freely. The inner shaft moved freely inside the outer sheath lumen. One cut was made on the distal section to manually deploy the stent. The inner shaft was pushed manually, and the stent deployed without any damage or anomalies, expanding as expected. The unit was inspected with a vision system, confirming the twisted condition. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Product analysis revealed a partial deployment of the stent with two severe twists noted on the device. In addition, it was noted the hemostasis valve was returned disassembled which may have been a contributing factor to the premature deployment. Unfortunately, due to the twists noted on the device, proper functional analysis could not be performed. It appears the device was induced to tortional forces that contributed to the damages seen during analysis. The device was cut to simulate stent deployment which was then successful. Therefore, based on the information available for review it is likely procedural factors and handling of the device during use likely contributed to the event reported as evidenced by device analysis. As is listed in the IFU, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of an 8mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system could not be deployed despite correct rinsing. The device was able to be brought to into position at the level of the stenosis, but it could not be deployed. An image of the device was received which shows that the stent is partially deployed. The device was able to be removed without issue and a new 8mm x 40mm precise pro rx ses delivery system was used to perform the intervention without complication. There were no reported injuries to the patient. This was during a procedure to treat an aci stenosis which had severe calcification. Additional details were requested but were unknown. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.